Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
An incomplete sensor was returned and evaluated by the supplier. A review of manufacturing records could not be performed as no lot or serial number information was available. Evaluation of the returned sensor found an unknown substance on the sensor that is not part of the manufacturing process. The section of the catheter with the connector and serial number barcode was missing. The catheter material and internal wires were stretched and broken, with the internal wires exposed. Due to the condition of the device as received, the supplier was unable to confirm the reported issue. The condition of the device was determined to be related to user handling. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI: unknown product code, UDI unavailable. Upon completion of the investigation, a follow up report will be filed.

Event description:
As reported by the ous affiliate, a microsensor was displaying inconsistent readings.